Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed error. The customer¿s blood glucose level was 223 mg/dl. The customer¿s blood glucose value at last night was 400 mg/dl. The customer treated high blood glucose with insulin pen. The customer not able to correct high blood glucose with insulin pump due to insulin flow block. The customer reported insulin did exit. The insulin pump will be returned for analysis.